Manufacturer narrative:
Pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, broken reservoir tube lip, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that they had a sensor that would not go in properly and only went in half way. The insulin pump is cracked and the pump needs to be replaced and the pump reservoir lip is broken and the tubing and reservoir pop out. The customer reported that middle button and far right button are falling off and the reservoir lip is broken and pieces are falling off. The customer reported that the reservoir is unable to lock in place when inserted into pump and it slips out. The customer also had blood of 525mg/dl and had big meal. The customer did not know and the reservoir popped out. There was no need to troubleshoot due to the insulin. The insulin pump will be returned for analysis.